Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time, no additional information was available, additional information has been requested. See scanned pages.

Event description:
Literature: hoda mr, fornara p [sacral neuromodulation in urology. The emperor's new clothes or effective high-tech medicine?]. Urologe a. Oct 2010;49(10):1254-1259. Summary: in the period from (B)(6) 2010, the 42 patients underwent pne testing for sacral neuromodulation (snm). Of these, the 34 patients had a success rate of >50% and consequently received an implanted device; results of this therapy after a mid-term follow-up time of 7.8 months were described by the authors. Reportable event: it was reported that one patient experienced an infection. See attached literature article.